Event description:
Explant physician reported left side" 4th grade capsular contracture". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: weight to the spec, opening, brown particles in the surface of the shell, wear abrasion, crease fold. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV